Event description:
On (B)(6) 2025, novii device model #yom6961-mon, was in use while patient progressing to pushing in labor. It was noted by 2 labor and delivery nurses that the patient started having a contraction on several occasions 20-30 seconds by palpation before the novii fetal monitoring device was electronically tracing the beginning of the contractions. The same thing happened at the end of the contractions where the contractions ended 20-30 seconds by palpation after the novii fetal monitoring device was electronically tracing the contractions. This problem with tracing fetal heart rate along with contractions could be misinterpreted as fetal distress when contractions are not electronically tracing properly. There were several attempts per manufacturer guidelines to adjust the readings electronically of the contractions but not successful at getting timing of contractions with fetal heart rate decel interpretations accurate. Attempts have been made to have company look at their product before this report but no representative has been able to come to (B)(6) so far.